Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the specified resolving power not being obtained was damage to the charge coupled device (ccd) unit. In addition, a noisy image and image disturbance occurred when the connector was pushed due to deformation of the electrical connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a noisy image, the image was disturbed when the connector was pushed, the specified resolving power was not obtained, and damage to the charge coupled device (ccd) unit was observed. There was no patient involvement.